Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 12/02/2015. The reporter of the event stated the device will not be returned for analysis. Based on the serial number provided, the connecter type associated with this complaint is assumed to be a taper ii. Device labeling addresses the reported event of gastroesophageal reflux and band explant as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the physician reported that a patient in the lap-band hero clinical study had an adverse event of gastroesophageal reflux. The event had a severity level of severe, and resulted in hospitalization. The patient had their lap-band system removed and was converted to a gastric bypass.